Manufacturer narrative:
(B)(4). Additional information was requested but not yet received. A follow-up medwatch will be submitted if additional information becomes available.

Event description:
It was reported that during the hospitals maintenance test it was noticed that the battery does not maintain the unit power. (B)(4).

Manufacturer narrative:
A maquet field service technician installed a new battery pack. He performed a scheduled pm, functionality, calibration and safety checks as per factory specifications. All checks passed and the device was returned to service. The battery pack was not retained for investigation. There was no patient involvement.

Event description:
(B)(4).